Manufacturer narrative:
All available information was investigated, and the reported single gripper actuation issue and broken gripper line were confirmed via device analysis. Additionally, l-lock tabs were observed to be broken and the lock line was observed to be frayed. The reported improper or incorrect procedure or method failure to follow steps / instructions during procedure could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported broken gripper line and observed broken l-lock tabs were unable to be determined. The reported single gripper actuation issue was likely a cascading event of the reported broken gripper line. The reported improper or incorrect procedure or method was due to the user lowering the grippers prior to fully closing the clip and loading into the clip introducer. The observed frayed lock line was likely due to procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 4 functional mitral regurgitation for a mitraclip procedure. When the xtw clip was opened in the left atrium to check the grippers, one gripper remained lowered and could not raise. Troubleshooting was performed, but the issue could not be resolved. The device was replaced and checked outside of the anatomy. The gripper line was observed to be broken. One clip was implanted and the mr was reduced to grade 1-2. There were no adverse patient effects.